Event description:
International affiliate reported pt developed a post-op infection of the mediastinum following a cardiovascular procedure. Bone wax used at the site. No other information is available.